Event description:
(B)(4). Same patient as MFR report #: 2134265-2010-04470, 2134265-2010-04471. It was reported that during a stenting treatment procedure, a vessel dissection occurred. In (B)(6) 2008, a non study stenting procedure treated the 90% stenosed target lesion located between the mid and proximal left circumflex (lcx) artery. Treatment placed a planned 2.75x16mm taxus express2 stent. It was noted that a vessel dissection requiring intervention occurred. A 2.75x8mm taxus express2 stent was placed in the proximal lcx artery, which was likely being used for bailout treatment. Post dilation was performed with a maverick2 balloon resulting in 0% residual stenosis.

Manufacturer narrative:
(B)(4). Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).